Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute onyx drug-eluting stent was attempted to be used to treat a lesion in the mid and distal rca which had mild calcification and a 100% lesion stenosis. No abnormalities were noted in relation to the patient's anatomy. No damage was noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative pressure was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device. No excessive force used during delivery. It was reported that the stent failed to cross the lesion. It was suspected that there was a 100% occlusion at the mid rca. An aspiration catheter system was used to remove a clot. Angiogram identified two separate lesions at mid (60% stenosis) and distal (70% stenosis) rca and partial narrowing between the two lesions. The stent was advanced on a non mdt guidewire but the stent failed to cross. The device was pulled back and the lesion was dilated with a 2.5 x 15mm nc balloon. An attempt was made to advance the stent one more time but it was unsuccessful. Upon removal from the patient, a bulge was identified at the distal end of the stent which remained after negative aspiration was performed. The procedure was completed with 2 other resolute onyx stents and post-dilation. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd, 37th and 38th stent wraps with struts raised. Kinks were evident on the 13th and 20th stent wraps. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.